Event description:
It was reported that during a surgical procedure, a hole was discovered in the hose portion of the pneumatic drill. There was no reported delay in the procedure, due to this issue. There was no pt or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was rec'd by the MFR and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or cut, so the hose assembly was replaced. Add'l preventative maintenance was also performed. The device was repaired and returned to the customer.